Event description:
Device malfunction: unk. Time of device malfunction: after vessel closure. Symptoms/ae: failure to achieve hemostasis/allergic reaction. It was reported that an operator using the starclose device, achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Post-procedure while still in the hospital; the pt got up to use the bathroom and started to bleed from the closure site in the groin. Manual compression was held for approx 20 minutes to achieve hemostasis. After manual compression was held, "streaks" were noted on the pt's leg. The pt is reportedly allergic to nickel. It is not known at this time if the "streaks" were due to the manual compression, reaction to the starclose clip or the non-abbott drug eluting stent that was implanted during the procedure. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Additionally, the device instructions for use state, "the starclose vascular closure system is contraindicated for use in pts with known hypersensitivity to nickel-titanium." Device code (pt selection - contraindicated device usage).